Manufacturer narrative:
This event occurred (B)(6).

Event description:
The customer received a questionable glucose result for one patient sample compared to the result from a "bayer countour" device. The result from the cobas b123 was 177 mg/dl and the result from the bayer device was 120 mg/dl. Information concerning if any erroneous result was reported outside the laboratory or if the patient was adversely affected was requested, but was not provided. The glucose reagent lot number and expiration date were requested, but were not provided. Upon follow-up, the customer stated all comparisons were good and the cause was thought to be preanalytic.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The investigation of provided instrument data showed no abnormalities.